Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2004, a gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component was implanted to repair an abdominal aortic aneurysm. During a follow-up on an unknown date, there was a concern of contrast in the aneurysmal sac. In 2007, images revealed that there was a type I and type ii endoleak. A reintervention occurred on the following month. Two aortic extender components were used to seal the endoleak. The patient is doing well.